Event description:
On august 16, 2006, the lay user/patient contacted lifescan alleging that her one touch ultra meter was reading inaccurately high. The technical service representative was unsuccessful at reaching the patient to obtain/clarify information. The patient tested at 1:00 pm and obtained a hi (greater or equal to 600 mg/dl/ greater or equal 33.3 mmol/l), while feeling "low", sweaty, and shaky. She administered 12 units of insulin and obtained a 17.7 mmol/l (319 mg/dl) approximately 15 minutes later. The patient waited 1 hour and tested on her daughter's one touch ultra meter. A result of 2.1 mmol/l (38 mg/dl) was obtained. While attempting to confirm the reported reading through the meter memory, she claimed that the display was flashing fast and uncontrollably. The patient was unwilling to answer any further questions and requested a replacement meter. It would have been helpful to know patient's blood glucose results prior to developing symptoms of low blood glucose levels, when her symptoms of low blood glucose levels, when her symptoms began, her insulin regimen, what actions she took when she obtained the 2.1 result, and possible symptoms that occurred when she obtained the 2.1 result. This complaint is being reported as an adverse event due to the following conclusion: the patient obtained an elevated result (greater or equal to 33.3 mmol/l) on the lfs meter, was experiencing symptoms, took insulin, and obtained a low blood glucose result (2.1 mmol/l) on another device one hour later.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection. Lifescan will inform FDA of the results in a supplemental report.